Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp2282 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported "threaded stylet, went in easy, then tried to thread catheter, vein started to buckle beyond the tip at skin inside the vein. Pulled out stylet and catheter together, the end of the catheter was curved, and looked shattered. Measured catheter against another needle, and confirmed that the tip was missing. Original catheter 6cm, broken catheter 3.5cm in length." On (B)(6) 2021: tip was not excised or retrieved per md was stable. No further medical intervention done.